Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during preparation of the subject guidewire for an endovascular procedure, the polytetrafluoroethylene (ptfe) coating was noted to be peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that a non stryker 4.0x20mm balloon catheter was used with the subject device. It was reported that as per physician the coating of wire was coming out. Additional information states that the issue occurred during preparation of the device, the device was prepared for use as per the directions for use, it was an out of box failure. Polytetrafluoroethylene (ptfe) damage is known to occur due to either interaction with an under tightened torque device or due to interaction while backloading into the introducer, however as the device was not returned , this cannot be definitively determined. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during preparation of the subject guidewire for an endovascular procedure, the polytetrafluoroethylene (ptfe) coating was noted to be peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.